Event description:
It was reported that the patient was presenting with chest pain and was diagnosed with bilateral pulmonary embolisms. The patient's care team reported that the patient has a history deep vein thrombosis and reported that they feel that holding the patient's anticoagulant for the cardiomems implant procedure on (B)(6) 2024 was the cause of the pulmonary embolisms. Additionally it was reported that the patient has been unable to obtain a reading from the sensor since the date of implant and it was reported that the sensor has migrated to the main branch of the pulmonary artery. The patient was inpatient prior to cardiomems implant and remained inpatient post procedure but was reported to be stable and in a rehab facility on (B)(6) 2024. Additional information has been requested.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Sensor migration confirmed via chest x-ray. The positioning of the sensor contributed to signal acquisition difficultly and per the clinic the patient has discontinued use. Further information about the pulmonary embolism was not available from the clinical site after multiple contact attempts. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.